Event description:
It was reported that the customer had an issue with the insulin pump not delivering insulin. The customer received a no delivery alarm. His blood glucose level was 253 mg/dl. He was advised to do a complete infusion set change. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).